Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2024. The date of the event is an approximation. The patient experienced a skin infection that developed one day after sensor insertion in the arm. Prior to insertion, the area was prepped with alcohol. On (B)(6) 2024, the patient noticed a marble-sized boil at the needle puncture site, accompanied by redness, both signs of infection. The patient sought medical attention the same day at a clinic, where a physician performed an incision and drainage (I&d) procedure to relieve the boil. The patient could not recall whether a wound culture was performed, as the event occurred the previous year. The physician applied an unspecified topical antibiotic, sutured the incision site, and prescribed a course of unspecified oral antibiotics. At the time of reporting, the patient stated that the infection had resolved, though a surgical scar remained visible at the site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.